Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level that was up to 400 mg/dl. The customer had contacted her health care professional and they gave her a shot outside the insulin pump. The infusion set¿s cannula was bent. Troubleshooting was done for the bent cannula. The customer also reported that they received an insulin flow blocked alarm two times. The alarm occurred when she was filling the tubing. She was unable to get past the fill tubing process. Troubleshooting was performed. The customer manually pushed with the plunger and insulin exited. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump, and to run 5.0 units. The customer stated the insulin pump alarmed an insulin flow blocked alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Unit was communicated properly with blood glucose meter and get the same blood glucose values from the meter. Unit was received with scratched case and minor scratched lcd window.